Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
Additional information later reported the patient¿s pump was replaced successfully (B)(6). Additional information later reported the catheter was kinked as determined by dye study and the whole system was replaced. The patient was noted as "doing well, no issues".

Event description:
It was reported the patient did not have any significant symptom but began to have a lack of pain relief. Per the reporter it was not known when this first stated. A dye study was done the day of the report and based on the dye study they planned to revise or replace the catheter, however the reporter was not sure what was found during the dye study. Additional information later received reported the patient¿s replacement was pending authorization from workers comp. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).